Event description:
It was reported that false positive results were produced by the bd bactec¿ fx, instrument bottom, packaged. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "9 false positives in drawer c".

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that false positive results were produced by the bd bactec¿ fx, instrument bottom, packaged. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "9 false positives in drawer c."

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6). Customer indicated about the false positives. The bd service communicated with the customer and obtained the logs. Bd service verified that the issue is not related to the instrument. This is an unconfirmed failure of the bd product as the issue. Review of device history record for this instrument is not required because this complaint does review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 9/13/2019. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives were not caused by the instrument. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.